Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the rv (right ventricular) pacing impedance was variable. Partial lead in segments was subsequently returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured.

Event description:
It was reported that the right ventricular (rv) lead had high impedance, noise, a high sensing integrity count (sic), and fast non-sustained ventricular tachycardia episodes. Lead fracture was suspected. The lead was reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.